Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 800 ohms through (B)(6) 2016, rises to 1349 ohms by (B)(6) 2016. Impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Right ventricular (rv) defibrillation impedance steady at approximately 69 ohms through (B)(6) 2016, rises to 121 ohms by (B)(6) 2016. The impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Superior vena cava (svc) defibrillation impedance steady at approximately 80 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high and unstable superior vena cava (svc) impedance. The lead was reprogrammed but then the lead had an alert for high pacing impedance. The lead has a planned revision. No patient complications have been reported as a result of this event.